Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with restorelle y mesh. Later the patient experienced mesh erosion, cystocele and vault prolapse. A revision of the mesh was performed. Subsequent treatments and/or therapies were also reported.